Event description:
The event is reported as: after the initial clip was used on the cystic duct, the surgeon moved down the duct to place a second clip. Upon firing the second clip, two clips fell from the clip applier and the initial clip broke off the duct. The second clip broke at the hinge. No pt injury or intervention reported.

Manufacturer narrative:
Evaluation: method: other - device history review. Results: other - no similar defect was reported during the manufacturing or package process of this lot. Conclusions: other - a root cause can not be determined. (B)(4).